Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4)

Event description:
The customer reported via telephone call that the insulin pump was alarming for no delivery when getting to 7 units. She did not recall the blood glucose reading. She was advised to disconnect and reconnect the tubing and reservoir and to push insulin slowly through the tubing and insulin did not exit. After changing the reservoir, insulin did exit with the manual prime and the insulin pump did not alarm. The reservoir will be replaced and returned for analysis.